Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached. It is unknown if the cap detached inside or outside of the patient. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
Reportability aware date is: 02/14/2014.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the glass cap/fiber was loose within the metal cap, has pushed forward and rotated off center; the glass/metal caps remained intact and attached. The product complaint could not be confirmed. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.